Event description:
Began extreme facial blistering, rash, swelling, bleeding, deep coughing from using soclean 2. Continued until 12/1/2023 when discontinued using soclean 2. Cough still lingers however, facial issues are beginning to clear slowly using dawn to cleanse and cetaphil to heal area. Dermatologist, nor pulmonary, physicians able to assist or diagnose. Long term scaring to facial area and lungs possible.